Manufacturer narrative:
Antibiotics were prescribed (name, dosage, frequency unknown). The patient was instructed not to wear the device during the treatment. On (B)(6) 2021, the patient's husband stated the patient is doing well. The clinical representative asked the patient to describe the shocking sensation experienced by the patient. The patient showed the clinical representative the area where she believes the shock was felt. The clinical representative swapped the waas for the patient and sent the waa to headquarters for further investigation via an RMA. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The unintended stimulation questionnaire was reviewed for potential causes of the reported issue. Based on this review, excessive twisting or stretching and changing waa parameters were ruled out as potential causes. The stimulator is used for treatment of pain. The cause of the infection is no fault found. On (B)(6) 2021, RMA-03691 was initiated to investigate the waa related to the shocking incident. The investigation shall be documented under complaint-(B)(4). Results of (B)(4) investigation were: antenna not included, device verified on engineering bench and tested in factory waa test. Investigation of the device was unable to replicate the alleged issue, and no nonconformances were found. The root cause is unknown/no problem found. Design fmea for stimq 06-01233 and hra for stimq 06-01232 was reviewed and erosion and discomfort are known issue with mitigation controls in place to reduce risk as far as possible and no corrective action is required.

Event description:
On (B)(6) 2021, the patient attended a follow-up appointment with the implanting clinician to follow up on the occurrence. The implanting clinician determined the redness on the patient's skin was due to an infection.